Event description:
It was reported that during a colon procedure, there was an incomplete staple line. Another device used to complete the procedure with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.